Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. The patient's child reported the patient experienced loss of consciousness, and she called an ambulance. The reporter called to get a replacement sensor and mentioned that because of the inaccuracy, they called an ambulance twice. This complaint captures the second time calling the ambulance. The reporter declined to provide details about the event and instructed not to be contacted again. The display device's behavior at the onset of symptoms the day of the episode was not provided. Treatment for loss of consciousness was not provided. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.